Manufacturer narrative:
Investigation pending.

Event description:
Caller reported that when she pushed the cholestech ldx data button, the analyzer shocked her and then went dead. Customer states the shock sounded like a loud pop that could be heard throughout the room. Analyzer would not turn back on afterward. Customer has not noticed any fraying or damage to the power cord. No report of death or serious injury.